Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a visual inspection confirms keypad button cover is intact to the base with no evidence of peeling but the symbols were worn. All keypad buttons responded appropriately. Removed keypad cover to check the condition of all key contacts and there was no contamination under the key contacts. A battery compartment has a cracked near the pump case seal. (B)(6).